Event description:
New information received on (B)(6) 2021 indicating that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited continuing noise along with low lead impedance.

Event description:
New information received on (B)(4) 2019 indicating that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise. Pocket manipulation was able to reproduce noise. No intervention was performed. The patient would be continued to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No intervention was performed. The patient would be continued to be monitored.